Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after eating without announcing the meal and later contacted support for guidance; the user was instructed not to announce the meal after 30 minutes to avoid insulin stacking and to allow the algorithm to correct, while wearing a dexcom g7 and without using backup therapy or ketone testing. Symptoms included elevated blood glucose, with a reported peak of 329 mg/dl, and the user reported feeling fine. Outcomes included no medical intervention and no hospitalization. Investigation included complaint intake with troubleshooting and education regarding appropriate use and avoidance of insulin stacking. Investigation of this case revealed no device alarms and no reported malfunctions, and the event was consistent with missed meal announcement leading to hyperglycemia with the automated correction algorithm engaged. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.